Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, lysis created by foreign body perhaps. Patella was very lateralized causing irritation. Wear on the poly had caused loosening. Replaced patella with larger size patella swapped poly with same size as knee was stable.